Manufacturer narrative:
The reported complaint was not confirmed. Attempts were made to obtain more information regarding this issue but were unsuccessful. No product is being returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated: describe event or problem.

Event description:
Additional information: the reported issue occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. Per clinical summary on (B)(6) 2016: in the survey a perfusionist (ccp) from (B)(6) commented that he had experienced inaccuracies on the blood parameter monitor (bpm) parameters. Three separate emails were sent in attempt to gather additional information. The only response from the ccp was a screenshot that shows a screenshot of a bpm during a case on (B)(6) 2016 at 15:36. In addition to the screen shot are lab analyzer print outs from an analyzer, with the assumption that these labs were drawn near the same time as the displayed bpm values. Without a date and time stamp on the printouts, it is not completely known if this data is related to the bpm measures. A number of questions come to mind when looking at the bpm displayed values and the analyzer print outs. The bpm is in the @ mode (ph-stat) and the lab analyzer print outs show results for both 37 centigrade (c) mode (alpha-stat) and corrected to 36c mode (ph-stat). If alpha-stat mode is desired, then the bpm is not displaying data in the correct mode, as should be 37c. If ph-stat mode is desired, then the actual bpm shunt sensor temperature (35c) should be entered into the lab analyzer for accurate corrected values. These issues will effect the accurate comparison between bpm values and the lab analyzer. I emailed comments and questions to ccp about this issue and no feedback has been received. In looking at the bpm display and the lab analyzer print out, the bpm partial pressure of carbon dioxide (pco2) measure is higher than the lab analyzed value and the bpm partial pressure of oxygen (po2) value is lower than the lab analyzed value. In addition, the potassium (k+) measure of the bpm is 1.2 millimoles per liter (mmol/l) lower than the lab analyzed values. Without a time stamp and/or answers to the many questions that were asked via multiple emails, an accurate assessment is not possible. Ccp did mention accuracy issues during the survey. There was no mention of case delays or associated blood loss. There was no mention of patient harm, in the survey.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were inaccurate readings for base excess, partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2), ph, potassium (k+) and hemoglobin (hgb) on the blood parameter monitor (bpm). This information was provided from the customer during a (B)(6) survey. No other details regarding the nature of this event were provided.